Event description:
A power source alert occurred around the time the issue began, specifically alert 07. There was no adverse impact to the customer's blood glucose level. The pump started charging after using the tandem wall adapter and charging cable, resolving the issue without further assistance required.